Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a battery out limit alarm. The patient's blood glucose at the time of was 39 mg/dl. Troubleshooting was successful in clearing out the battery out limit alarm and a discussion of the patient's low blood glucose levels was initiated. The patient stated that she had received lows from a previous pump and that the episode in which her sugar was 39 mg/dl was the first on the current pump. The customer was assisted in programming her pump per nurse's note and confirming what she had already programmed. The customer was also sent a replacement battery cap for her battery issues. Days later she called back and stated that after changing to a new battery her display went blank. Her blood glucose exceeded 300 mg/dl at the time of incident. Troubleshooting was initiated for the blank display and the customer was advised to disconnect from the pump. No products were shipped or returned.